Event description:
Stryker bipolar cautery cord sent a flame up from the cord when the cautery was activated. There were no apparent noticeable breaks/cracks in the affected cord.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.